Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the patient experienced adverse event and underwent corneal transplant after surgery in unknown eye of the patient without unknown pre-operative refractive values and unknown post-operative outcome in the unknown eye of a patient, after refractive surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the device/treatment registrations in the united states with regulatory affairs showed that the system was registered for photorefractive keratectomy treatments. However, this registration only covers myopia. It was reported by a patient that she had photorefractive keratectomy treatment with a system approximately thirteen years ago which resulted in an adverse event that required her to have a corneal transplant to restore her vision. No further information were provided about then nature of the adverse event, but the patient wanted to know when system was approved for hyperopic photorefractive keratectomy treatment in the united states as stated that the doctor told her the procedure was approved but she could not find where it was approved by the food and drug administration. Additional information (such as logfiles, treatment reports and postoperative clinical data) were requested from the originator but were not obtained. Without the associated data, a deeper investigation cannot be performed. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified conclusively the manufacturer internal reference number is: (B)(4).